Manufacturer narrative:
Qn# (B)(6). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter was inserted by the vascular surgeons on (B)(6) 2022. Since (B)(6) 2022, the patient had hemodialysis sessions with this catheter. On (B)(6) 2022, the hemodialysis machine (alarm) rang and stopped due to the presence of an air bubble detected in the catheter. It was observed by the nursing team. This led to a re-hospitalization and prolonged hospitalization on (B)(6) 2022, the removal of the initial catheter and the insertion of a new catheter. Additional information received on 14oct2022: the catheter was inserted for chronic hemodialysis on (B)(6) 2022. The patient had a first hemodialysis session in intensive care on (B)(6) 2022 with success. Patient comes 3 times a week to the hospital for hemodialysis sessions. On 17aug2022, the alarm rang , and the machine stopped as it detected air. On (B)(6) 2022, the patient had an intervention at the clinic. The catheter inserted in the first hospital in right jugular was removed a new one inserted in left jugular. There were no consequences for the patient because the machine stops when it detects air.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter was inserted by the vascular surgeons on (B)(6) 2022. Since on (B)(6) 2022, the patient had hemodialysis sessions with this catheter. On (B)(6) 2022, the hemodialysis machine (alarm) rang and stopped due to the presence of an air bubble detected in the catheter. It was observed by the nursing team. This led to a re-hospitalization and prolonged hospitalization on (B)(6) 2022, the removal of the initial catheter and the insertion of a new catheter. Additional information received on 14oct2022: the catheter was inserted for chronic hemodialysis on (B)(6) 2022. The patient had a first hemodialysis session in intensive care on (B)(6) 2022 with success. Patient comes 3 times a week to the hospital for hemodialysis sessions. On (B)(6) 2022, the alarm rang , and the machine stopped as it detected air. On (B)(6) 2022, the patient had an intervention at the clinic. The catheter inserted in the first hospital in right jugular was removed a new one inserted in left jugular. There were no consequences for the patient because the machine stops when it detects air.